Event description:
The brush head ended up in my mouth - oral-b [device breakage]. Case narrative: female consumer via e-mail reported that the oral-b toothbrush head was in her mouth. No injury was reported. 19-mar-2025 follow-up via digital safety assessment survey: consumer was 72 years old. No medical professional was contacted. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
27-may-2025 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
The brush head ended up in my mouth - oral-b [device breakage]. Case narrative: female consumer via e-mail reported that the oral-b toothbrush head was in her mouth. No injury was reported. 19-mar-2025 follow-up via digital safety assessment survey: consumer was 72 years old. No medical professional was contacted. No injury was reported.